Manufacturer narrative:
(B)(4). PMA / 510(k)# : k122796. This event is currently under investigation.

Event description:
It was reported that the tip of the cxi support catheter broke off "without any massiv(e) push" before a procedure. There was reportedly no patient involved with the event.

Manufacturer narrative:
A review of the complaint history, dimensional verification, device history record, instructions for use (IFU), quality control, and visual inspection of the returned device was conducted during the investigation. One used and damaged cxi support catheter (finished goods lot 6766174) was returned for evaluation. Device measurements for length, diameter, and distal hole met specification requirements. In the devices returned condition, the distal tip length measurement was out of specification. Review of device history record shows one nonconforming event related to this failure mode. No other reported complaints for this lot number 6766174 were identified. Based on the information provided,and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.